Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported there was an automated impella controller (aic) alarm when the pump was attempted to be started. The alarm stated "self-test failed, replace the control unit immediately". Percutaneous coronary intervention (pci) was performed while supporting with intra-aortic balloon pump (iabp) until a replacement aic arrived. The control device arrived immediately after pci, and the iabp was replaced with an impella cp. The patient is hemodynamically stable.

Manufacturer narrative:
The investigation of automated impella controller (aic) - system self-check error has been completed. Data analysis: the console logs showed a communication issue with the pbm (power battery manager) during the initial bootup. Due to the communication issue, the aic console rebooted automatically (as designed) to attempt another power on. Device analysis: the reported failure mode was reproduced during testing at the field service (fs). Upon bootup, the console rebooted automatically and showed the "system self check failure" screen. Visual inspection confirmed the pbm contamination which has impacted a neighboring rs232 communication channel. Root cause: the root cause of the ¿system self check failure¿ was determined to be pbm corrosion due to leakage of the electrolyte from the battery failure alarm super caps. D9 device returned to manufacturer date added.